Event description:
It was reported that during implant attempt, the lead tip was not straight and there was difficulty in positioning the lead. It was noted that when the stylet was all the way in the lead stayed straight, and when the stylet was pulled back the lead tip would bend. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.